Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity, race : unk. Implant date,explant date: unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens -10.0/+2.0/078 (sphere/cylinder/axis) into the patient's right (od) eye. Reportedly, the lens was explanted due to vault. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found the haptic torn. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).